Event description:
Per the info provided to co by the physician's office, through means of co's international rep, the device was removed due to "errosion of the tubes in the area of the infrapubic incision due to infection". As reported to co, the entire device was removed.